Event description:
It was reported that there were ¿high¿ impedances on the left implantable neurostimulator (ins) at combinations case and 0 and case and 3. Case and 0 was 2,083 ohms and case and 3 was 2,102 ohms. A week later, it was reported that the cause of the event was unknown. The ins was replaced for failure. No issues were seen at the time of the report and the impedance values were recorded at a routine programming visit. No hospitalization was required and the patient outcome was noted as no injury.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v280352, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v285199, implanted: (B)(6) 2009, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).